Event description:
After sfa recanalization, stenting of middle and proximal sfa; normal delivery until only half stent opened; then performed complete pull-back of the system, without any possibility of opening the whole stent, half opened and half closed, stuck into the delivery system; tried twice back and forth of pull back without too much force. At the end, rupture of the delivery system and femoro-popliteal surgery was required. Pt is reported as ok after repair surgery.